Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "sensor error" message with the adc device. The customer was unable to obtain sensor readings and was sweating, shaking, and nearly lost consciousness. The customer reported they were able to self-treat with candy, then had contact with a healthcare professional who provided additional treatment of glucagon (hypokit) injection.